Manufacturer narrative:
Notification received for the (B)(4) study indicated that the patient had stent thrombosis approximately 29 days after the index procedure. Thrombus was not noted during the index procedure. A carotid duplex, performed per standard of care suggested "probable occlusion of the stent right internal carotid artery, cannot exclude extremely low flow." The initial plan was to repeat the carotid duplex 1 month later and proceed with selective carotid angiography if the duplex still suggested occlusion for definitive diagnosis. However, the patient declined any additional testing. The patient also reported that she was 100% complaint with her aspirin and plavix post-procedure regimen. During the index procedure, pta was performed on a 90% occluded lesion in the proximal right internal carotid artery of 10mm in length in a 6.0mm vessel diameter. The (arch 1) eccentric lesion was moderately calcified. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated before a 9x30mm precise pro rx stent was successfully deployed at the target site. The angioguard was removed and upon removal, debris was found in the basket. The residual diameter stenosis measured 0%. The patient had no neurological deficits upon leaving the angio suite. The patient was discharged on the following day without adverse events. The patient's medical history includes hyperlipidemia, clinical copd, smoking (>5packs of cigarettes), coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15221265 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation.

Event description:
The notification received for the (B)(4) study indicated that the patient had stent thrombosis approximately 29 days after the index procedure. Thrombus was not noted during the procedure. A carotid duplex, performed per standard of care suggested "probable occlusion of the stent right internal carotid artery, cannot exclude extremely low flow." The initial plan was to repeat the carotid duplex 1 month later and proceed with selective carotid angiography if the duplex still suggested occlusion for definitive diagnosis. However, the patient declined any additional testing. The patient also reported that she was 100% complaint with her aspirin and plavix post-procedure regimen. Pta was performed on a 90% occluded lesion in the proximal right internal carotid artery of 10mm in length in a 6.0mm vessel diameter. The (arch 1) eccentric lesion was moderately calcified. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated before a 9x30mm precise pro rx stent was successfully deployed at the target site. The angioguard was removed and upon removal, debris was found in the basket. The residual diameter stenosis measured 0%. The patient had no neurological deficits upon leaving the angio suite. The patient was discharged on the following day without adverse events. Post-procedure medications included aspirin and clopidogrel. At the 30 day follow-up, post-procedure medications were ongoing.

Manufacturer narrative:
Concomitant devices ((B)(6) 2010): angioguard embolic protection device, catalog number 601814rmc, lot number 70710522. Concomitant medications: heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.